Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing diabetic ketoacidosis and high blood glucose. Customer had weekly issue with no delivery alarm and they had change the set multiple times. Troubleshooting was performed. It was unknown whether the customer was using automode. The insulin pump will be replaced. The insulin pump will be returned for analysis.